Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient product ID 37752, serial# (B)(4), product type recharger product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 3487a-33, lot# j0425064v, implanted: 2004-(B)(6), product type lead product ID 3487a-33. Lot# j0425064v. Implanted: 2004-(B)(6), product type lead product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient¿s battery was in overdischarge and they were unable to read the battery. It was noted that they were replacing the battery for a non-rechargeable one since the patient was not compliant with charging. It was noted that they may also do a lead placement procedure as well because the patient¿s pain coverage helped for the back but not for the legs. It was further reported that only the generator was replaced. It was noted that effective therapy returned.